Event description:
It was reported that pump battery would not charge and showed power source alert before issue resolved. There was no reported impact to the customer¿s blood glucose level. Customer used original wall adapter and charging cable, confirmed pump did not shut down or become unusable, and pump eventually began charging so no further assistance was required.